Manufacturer narrative:
The insulin pump was received with the end cap broken off and missing and blank display due to cracked lcd glass. Unable to perform the display test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on bottom side near motor location and they heard rattling noise when they shake insulin pump. Customer's blood glucose level was 6.4 mmol/l. Customer reported that the insulin pump dropped on floor from several stories through stairways. Insulin pump shows physical damage. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.